Event description:
Information was received indicating that a patient manipulated the settings on a smiths medical cadd-legacy duodopa ambulatory infusion pump. It was reported that the pump has lock level 1(one). Per reporter, it was unknown if the patient's manipulation of the pump settings caused an over-delivery of medication. It was also reported that it is unknown if the reported issue caused or contributed to patient or clinical injury.